Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently, and technical support decided to replace the pump due to the ongoing issue. Despite the pump being out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.